Manufacturer narrative:
Unable to perform displacement test and occlusion test due to broken retainer ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir does not lock properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. All buttons function properly. No rewind anomaly noted during testing. No unexpected insulin flow blocked alarms during testing and verified pump alarmed no insulin flow blocked in the downloaded pump history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracked battery tube threads, faded serial label damage, partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, retainer knit line damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed where cracked case (battery tube) and cracked battery tube threads was noted. Retainer ring damage was confirmed where partially broken retainer, retainer knit line damage, missing o-ring (reservoir tube), and broken reservoir tube lip was noted. Pump not received with original battery cap. Battery cap contact missing/damaged unknown. Unresponsive keypad, insulin flow blocked alarm, rewind anomaly, failed battery test, charge/battery lasts less than expected was not confirmed. Unable to confirm prime/fill anomaly due to unable to lock into reservoir. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the cracked retainer ring and battery cap connector loose. Customer reported bottom/back of the pump are scratched up so no information can't read, louder rewind, unexplained no delivery alarms, infusion sets squirts insulin and non-responsive button. No harm requiring medical intervention was reported. Troubleshooting was not performed and found diminished battery life, rejected new battery.  No further details were provided. The customer will discontinue using the device. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.